Manufacturer narrative:
Failure to follow instructions (implanting freeflo as a distal component). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant stent grafts were implanted in patient for endovascular treatment of a 53.9 x 56.1 mm in diameter thoracic aortic aneurysm. The patient has small femoral and external iliac arteries, measured 5 to 6 mm in diameter. The proximal aortic neck was 31.5 x 32.2 ¿ 35.5 mm in diameter. The distal aortic neck measured 33.3 x 34.5 mm in diameter. It was reported that during the index procedure, a 28 mm covered stent from another manufacturer was implanted in the left external iliac artery to enlarge the access vessel and serve as an endovascular conduit. The physician attempted to deliver the valiant stent graft after the stent was implanted; however, the physician was not even able to advance the delivery system into the femoral artery. The physician then decided to create a true conduit using a 10 mm graft via a retro-peritoneal incision on the left side. The physician tied the conduit into the distal aorta on the left side because the left common iliac artery was too diseased to tie the graft to. Both valiant devices were delivered through this conduit over a 260cm guidewire. The valiant stent grafts were delivered and deployed without issues. The delivery systems were removed without issues. The stent grafts were modeled with a reliant balloon. The physician then used the conduit as a jump graft to the femoral artery. After the physician closed the surgical access site, it was discovered that there was no distal blood flow in the patient's lower extremities and both legs were thrombosed from thrombus emboli dislodged from the infra-renal aorta. The patient was brought to the intensive care unit (ICU). The physician tried to removed the clot from both legs; however, the patient experienced a cascade of issues resulting in multi-organ failure and the patient ultimately expired four days after the procedure. Per the physician, the cause of the events were a result of very poor vascular anatomy. The cause of the dislodged thrombus leading to occlusion in the extremities were not related to the stent grafts but related to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.